Event description:
It was reported to st. Jude medical that the device presented in a hardware vvi reset. Technical services recommended that the pt be placed on external monitoring, the memory map be downloaded and the device be explanted as soon as possible. Follow-up will be done. It was also discussed that the device should be returned with the memory amp for analysis.